Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated when the eval is complete.

Event description:
Incident occurred on (B)(6) 2010 in the evening; no pt injury reported. The pump was in the middle of giving a standard infusion. Without warning, the pump stopped. However, the green running light was still going. The clinician removed set, closed door and tried to turn off the pump, but was unable to do so. It is unk how long the pump ran before this was noticed. The facility took the pump out of service after incident. Pump was set at 75 ml/hour; 454.1 ml was remaining in the bag. The IV set has been discarded.